Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's insertable cardiac monitor exhibited undersensing and r-wave amplitude variation. Upon review of session records, pause episodes were noted due to undersensing. Programming changes were made to resolve the issue. Patient did not experience any adverse event.